Event description:
It was reported that on (B)(6) 2023, during intra-op at the time of orif medial epicondyle the headless screw broke off in patient on insertion. There was a surgical delay of twenty (20) minutes. The action was taken as used broken screw removal set to retrieve broken half of the screw. Inserted another screw. Procedure was completed successfully. There were fragments generated. The fragment was difficult to remove, and we had to use broken screw instruments to retrieve the piece. This part took approximately 20 min. There was no patient consequences. There was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required which is screw removal process, larger incision, more bone removal, increased time in surgery, increased tourniquet time. This complaint involves one (1) device.

Manufacturer narrative:
Device was not returned; therefore, a device evaluation was not performed. There were no photos provided to evaluate or additional imaging. No additional information provided by the complainant to assist with an evaluation of the complaint. A device history record review demonstrated one additional complaint for an unrelated issue. There was an in-process quality control non-conformance during 100% inspection where they scrapped 1 part. There are no additional non-conformances and there were no capas related to this part number. Since there is no information, imaging or device to evaluate the root cause is indeterminate.